Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of atrial septal defect (atrial perforation) and shock are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation appears to be related due to procedural circumstances. The definitive cause for the shock could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: postinterventional iatrogenic atrial septal defect with hemodynamically relevant left-to-right and right-to-left shunt as a complication of successful percutaneous mitral valve repair with the mitraclip.

Event description:
This is filed to reported the atrial septal defect (asd) and cardiogenic shock. It was reported through a research article, post mitral clip procedure an atrial septal defect (asd) was visualized, with a left-to-right-shunt. The patient condition declined to cardiogenic shock. A closure device was implanted and immediate improvement of the hemodynamic condition was achieved. Details are listed in the article, titled postinterventional iatrogenic atrial septal defect with hemodynamically relevant left-to-right and right-to-left shunt as a complication of successful percutaneous mitral valve repair with the mitraclip. Please see article for additional information. No additional information was provided.